Event description:
The complainant reports the pt was found to have "difficulty in breathing" and a "loss in vital signs" after intubation. It is further reported the nurse assessed the pt at that time and found the lumen of the reinforced endotracheal tube (ett) was "inflated". Additionally, it is reported the pt was reintubated with the same type of ett from a different lot. The complainant could not provide the patient's vital signs or treatment provided surrounding this event.

Manufacturer narrative:
Add'l info was received pertaining to product received (endotracheal tubes). The product received has lot # 614533r001. Returned sample was received at the mfg site on may 29, 2015. Eval is still in progress. No add'l pt/event details were provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on june 24, 2015.

Manufacturer narrative:
A quality complaint investigation was performed. Two used i.d 7.5mm reinforced murphy tubes with frosty balloons were returned to assist with the investigation. The products were fitted with pvc bullet valves, pilot balloons printed with i.d 7.5mm and work order# (B)(4) and marked as per unomedical specification. The products were received in a plastic bag enclosed in a box. Based on the record review, the tubes from assembly work order# (B)(4) was taken from 3 primary production batches consisting of approximately (B)(4) pieces. No inner layer delamination defect could be found from 5 pieces samples and 100% inspection. In addition, primary processes were run within the established parameters. Sample #1 tube was closely examined. The patient end of the tube was placed into a transparent glass lumen with dimensions as per specification and the cuff inflated with increasing pressure. The inflation of the sample during this investigation showed no obstruction at the lumen at 20cm h2o to 120cm h2o. To check the internal diameter of the reinforced tubes free from delamination, the cuff was inflated with pressure of 75m bar and insert of mandrel into main lumen of the tube. The tube was passed through without any obstruction. Sample #2 tube was closely examined. The patient end of the tube was placed into a transparent glass lumen with dimensions as per specification and the cuff inflated with increasing pressure. The inflation of the sample during this investigation showed no obstruction at the lumen at 20cm h2o to 30cm h2o. Lumen started to swell up at 40cm h2o beginning to obstruct the main lumen when the balloon was inflated. The air was evacuated from the balloon, it could be seen on the tube surface a white patch measuring approximately 45mm long situated lnflation tube into the inflation lumen of the main tube. Reviewing of the assembly record does not reveal any sign of associated defects detected during the 100% inspection. Reviewing of the risk assessment file does cover potential cause and it's controlled. Reviewing of the complaint trend from 2010 to year to date may 2015, no negative trend was observed all manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. No obstruction was evident when the cuff was inflated with pressure 120cm h2o and below during investigation for sample# 1. During the investigation, the issue was replicated and obstruction could only be seen when the pressure reached 40 cm h2o for sample# 2. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on july 8, 2015.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted. Note: this complaint issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.